Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 1 tube that was used as a discard tube was leaking and was found to be cracked at the top of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: "bd received one photo for investigation. A visual examination of the photo revealed a broken tube, cracked at the top. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: glass breakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.".

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, 1 tube that was used as a discard tube was leaking and was found to be cracked at the top of the tube. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.